Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports that a pt underwent uneventful cataract surgery with implantation of the crystalens iols in both eyes. Approximately one month postoperatively, the pt complained of blurry vision and difficulty driving at night. Preoperatively, the pt's bcva in the right eyes was 20/40-2 with mr of +0.50 + 1.25 x 014. Postoperatively, the pt's bcva improved to 20/20 with mr-0.75 x 005. Reference MDR #2031924-2010-00108.